Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.